Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address patella femoral pain. Doi: (B)(6) 2017 for patella; doi: unknown for femur; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination.